Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 08/25/2020. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 20063004; d.4. Medical device expiration date: 2023-06-05; h.4. Device manufacture date: 2020-05-28; d.4. Medical device lot #: 20063019; d.4. Medical device expiration date: 2023-06-19; h.4. Device manufacture date: 2020-05-28; d.4. Medical device lot #: unknown; d.4. Medical device expiration date: unknown; h.4. Device manufacture date: unknown. Investigation conclusion. The customer reported ¿when the packages were opened the tubing disconnected from the drip chamber¿. Received from the customer were three used primary sets model 2420-0500. One with lot 20063004, one with lot 20063019, and one with lot unknown. The drip chamber for one of the sets was not received from the customer. Two empty original packages were received with the sets. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed a separation at the engagement between the tubing (p/ntc10012940) and drip chamber¿s outlet port (p/n 630-00363) on two of the three sets. The third set had no visible damage. Traces of clear liquid was observed in two of the three sets. Further visual inspection using a microscope observed that the tubing had insufficient solvent applied at the engagement during manufacturing process on both of the sets with separated drip chambers. No other abnormalities were observed with the sets. Functional testing was not performed on two of the sets due to the separation and the leaking that would occur. A dimensional analysis was performed on the tubing for both sets and the drip chamber outlet port¿s outer diameter on the one set with received separated drip chamber. The inside diameter of the tubing measured 0.106¿, within the specification of 0.107¿ +/-0.005¿. The outside diameter measured 0.145¿, within the specification of 0.145¿ +/- 0.003¿ on both separated sets. The outside diameter at the top of the drip chamber¿s tubing connection area measured 0.121¿, within the specification of 0.122¿ +/- 0.002¿ on the one received separated drip chamber. Functional testing was performed on the third set by filling a lab IV bag with blue-dyed water and attaching the returned disposable set allowing fluid to flow through the set via gravity. The set primed completely with no leaking, separation, or other issues observed. The set was pressure tested while submerged underwater with the fluid still contained within the set at 30 psi per IV disposable leak test dir # 10000360033. A closed stopcock was attached to the end of the male luer. No leaking or separation was observed from any of the components, tubing, or connections on the set. All the set¿s component attachment connections were manipulated with no separation observed. Equipment used (inspection, measurement, and testing performed on 21-sep-20). - calipers, eq02784, calibration due date: 19-dec-20. - pin gauges, eq08349, calibration due date: 14-jul-21. - optical ram-cnc, eq08204, calibration due date: 05-feb-21. - air pressure regulator with pressure gauge, eq00151, calibration due date: 07-nov-20. The device history record for primary set model 2420-0500 lot 20063004 was performed. The search showed that a total of (B)(4) units in 1 lot were built on 05 june 2020. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame. The device history record for primary set model 2420-0500 lot 20063019 was performed. The search showed that a total of (B)(4) units in 1 lot were built on 19 june 2020. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame. The device history record for primary set model 2420-0500 lot unknown could not be conducted because the lot information was not provided. The root cause of the separated tubing was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing to the drip chambers' outlet port due to equipment and/or operator error. The bd/nogales manufacturing facility is aware of insufficient solvent on critical joints. Corrective actions (trackwise CAPA pr 1027651) to address potential root causes and an effectiveness check plan for reduction of issue have been initiated. Bd/tijuana manufacturing is aware of this failure and has addressed this issue under CAPA 85340. The CAPA¿s effectiveness check plan targets a 60% reduction in complaints per million and the corrective actions are in place to help mitigate the failure. Bd/tj manufacturing will continue to monitor this issue for an increase in frequency. The customer¿s report that the tubing disconnected from the drip chamber was not confirmed on one of the three received primary sets model 2420-0500.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing disconnected from the drip chamber. The following information was provided by the initial reporter: material no: 2420-0500 batch no: 1020063004, 1020063019. It was reported that when the packages were opened the tubing disconnected from the drip chamber. Customer response 10-aug-2020: here are the answers to your questions: ¿ we started to receive complaints between the last week of july and first week of august we will also need packing materials to return the products. ¿ when the packages were opened the tubing disconnected from the drip chamber at the base of the drip chamber. This occurred at least 4 times in the last two weeks and with different lot numbers (all of which were provided in previous email- packaging and tubing). There was no event as this never reached a patient. ¿ can you describe the reported defect in detail? What happened? What was the cause? Who was involved? When the packages were opened the tubing disconnected from the drip chamber at the base of the drip chamber. This occurred at least 4 times in the last two weeks and with different lot numbers (all of which were provided in previous email- packaging and tubing). ¿ can you provide a date for the event reported? (B)(6) 2020 to the storeroom and (B)(6) 2020 to supply chain contracting. ¿ are you able to return the product reported? Yes. ¿ do you have the appropriate packaging materials to return the product? No mlhs will need packing material. O if not, bd can provide you with packaging materials. ¿ was there any adverse event(s) as a result of the reported defect? No. O if yes, please provide details, in addition to patient identifiers (initials, sex, dob, diagnosis, etc.) And date.

Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20063004, medical device expiration date: 2023-06-05, device manufacture date: 2020-05-28. Medical device lot #: 20063019, medical device expiration date: 2023-06-19, device manufacture date: 2020-05-28. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing disconnected from the drip chamber. The following information was provided by the initial reporter: material no: 2420-0500, batch no: 1020063004, 1020063019. It was reported that when the packages were opened the tubing disconnected from the drip chamber. Customer response (B)(6) 2020: here are the answers to your questions: we started to receive complaints between the last week of july and first week of august we will also need packing materials to return the products. When the packages were opened the tubing disconnected from the drip chamber at the base of the drip chamber. This occurred at least 4 times in the last two weeks and with different lot numbers (all of which were provided in previous email- packaging and tubing). There was no event as this never reached a patient. Can you describe the reported defect in detail? What happened? What was the cause? Who was involved? When the packages were opened, the tubing disconnected from the drip chamber at the base of the drip chamber. This occurred at least 4 times in the last two weeks, and with different lot numbers (all of which were provided in previous email- packaging and tubing). Can you provide a date for the event reported? (B)(6) 2020 to the storeroom and (B)(6) 2020 to supply chain contracting. Are you able to return the product reported? Yes. Do you have the appropriate packaging materials to return the product? No. Mlhs will need packing material or if not, bd can provide you with packaging materials. Was there any adverse event(s) as a result of the reported defect? No or if yes, please provide details, in addition to patient identifiers (initials, sex, dob, diagnosis, etc.) And date.